Event description:
Event desc: rn brought the laser into the room, plugged it in, turned the fuse switch on and then started the laser. At about 2 minutes remaining in the 5 minute self-check, the laser beeped and an error code presented. Rn turned laser off and back on again and the unit went into the normal screen. Rn turned laser off as routinely done. Rn told the staff that the laser was ready and they brought the patient in. The doctor gave a 5 minute warning that he was prepared to use the laser and asked the rn to turn it on. When the rn turned on the laser, about 3 minutes into the self-check, it again displayed an error code. The laser was turned off and back on again and it went into its normal screen. A fiber was plugged into the laser port. The doctor said he was ready and the laser was changed from standby to ready mode. No change in tissue was visible. No change on the computer screen under total energy used. No green light in the fiber. The pulse duration was changed from .5 seconds to 1 second and then to continuous, with no change in the laser's function. The doctor was aware at this point that the laser was not working. There was no report of harm to the patient. The third party rep was contacted and was informed what was happening with the laser. The third party specialist found a loose ic chip on the main board and pulled out chips and reseated them, unplugged all wire connections and reseated them, ensured a good connection, and laser was working fine.

Manufacturer narrative:
A user facility medwatch report, (B)(4), was received on january 31, 2012. The user facility reported that the laser was inspected and repaired, resolving the reported issue, by a third party service provider. Per the manufacturer records, the last requested service from the manufacturer for the laser console was in 2008. Per the laser service manual, the observed error code indicates failure of the power supply for the ktp arc lamp. If the arc lamp power supply does not give the ready signal to the laser computer, the laser goes into disabled state. Due to the reported issue, the system was no longer able to be utilized, and the procedure was aborted. The manufacturer is filing this as surgical intervention as a result of incompletion of the case.